Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received; it was unknown how many units the cartridge had been filled with. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer added insulin to the existing cartridge to address the issue.